Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the patient's intrinsic beat was difficult to find. At implant the patient did not require pacing and at the check-up ventricular pacing was at 30%. The surface electrocardiogram revealed a normal sinus rhythm. An x-ray was taken and looked fine. The pacing impedance at implant was 854 ohms and is now 457 ohms. In unipolar configuration, sensing was reached, but as soon as the patient moved, there was myopotential oversensing. There was no capture at 7.5 volts at 2 milliseconds, when the lead was in bipolar configuration. The lead was subsequently revised, due to a micro perforation of the heart wall. A pericardial centesis was performed and the lead was removed and replaced. No additional adverse patient effects were reported.